Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The insulin pump was received with cracked display window corners, reservoir tube lip, belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer also reported that the insulin pump was dropped. The customer stated that the screen was damaged. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was performed. The device was returned for analysis.